Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of insufflation during the procedure.

Manufacturer narrative:
Alleged failure: cib, gregory, rep, will not measure pressure,not alarmed when occluded, po# (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be user error, as there were no findings during the functional testing of the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of insufflation during the procedure.